Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been rec'd by allergan. Based upon the implant date provided by the reporter, the connector type is either a taper ii or rapid port ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Constipation and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. No add'l info has been reported to allergan regarding the model number, serial number, exact implant date, exact explant date, or further event details.

Event description:
Health professional reports ''approximately ten months ago, 3mls in band was increased to 4mls. Approximately nine months ago vomiting and constipation. Approximately six months ago admitted to hospital, vomiting. Fluid was removed leaving 2mls in the band. Barium swallow showed no complications. Band was removed approximately 3-5 months ago. Patient was not fully compliant with the dietician follow ups and missed appointment in [six months] after implantation."